Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the explant, the tip of this lead broke off and was then sared and removed. There was no report of adverse patient effects due to the explant procedure.